Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the adhesive portion of the infusion set was adhered to the cap of the set prior to product use. The home care patient reported that their blood glucose levels rose to 306 mg/dl due to the interruption in insulin therapy. The home care patient reported that they administered an insulin injection to resolve their high blood glucose. No permanent adverse effects to patient reported.